Event description:
Reportedly, on (B)(6) 2024, during a new pacing system implantation, the physician took the lead and identified an excess of silicone on the connector of the vega lead.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception of the lead, the visual inspection revealed that one of the two proximal sealing ring was damaged, with only half of its diameter present. Considering the presence of blood residues found in the helix housing, it suggests that the lead was inserted into the patient. Therefore, the most plausible explanation for the reported event is an inadvertent damage to the sealing ring during the implantation procedure, potentially caused by the psa clips. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, during a new pacing system implantation, the physician took the lead and identified an excess of silicone on the connector of the vega lead.